Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 3-4 cm portion of the patient¿s driveline sheath that was previously serviced appeared unraveled and the internal wires were visible. Servicing was performed and the driveline remains in use. No patient complications have been reported as a result of this event.